Manufacturer narrative:
(B)(4). Correction: patient identifier. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombus (emboli) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of thrombosis appears to be related to patient/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip steerable guide catheter is filed under a separate medwatch report.

Event description:
This is filed to report the thrombosis. It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation (mr) of grade 3-4, underwent a mitraclip procedure. Anticoagulation medication was administered and the activated clotting time (act) was 270. A small thrombus was noted after the transseptal puncture; however, the steerable guide catheter (sgc) and clip delivery system (cds) were advanced into the left atrium. The clip was implanted and the mitraclip devices were then pulled back into the right atrium. A thread-like structure, determined to be thrombus, was noted in the left atrium. Additional heparin was administered as treatment. No aspiration was performed, as it was felt to be a high risk to the patient. The mitraclip devices were removed from the anatomy without difficulty. There was no adverse patient sequela. No additional information was provided.